Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. However, the default settings for the doctor were different than other systems the doctor had used. Settings were reset to match appropriately, to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 1, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to user error, as the user did not properly transfer their saved settings when using a different system. The user then attempted to use the system under the assumption that it had the user's saved settings. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor vacuum during a cataract with intraocular lens implant procedure. The case was completed with no impact to the patient.